Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and high pacing threshold. There were no associated symptoms. Upon initial opening of the pocket for rv lead extraction, the right atrial lead was visibly pulled back so the lead was explanted. During the procedure, the rv lead caused perforation and the patient went pulseless electrical activity. A thoracotomy was performed. The device was also explanted. The patient was in guarded condition post procedure.

Manufacturer narrative:
The reported event of low ventricular lead impedance and output anomalies was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.